Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an occlusion was not confirmed and not duplicated during evaluation by service. The assignable cause could not be determined at this time. Additional: a service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The facility representative contacted baxter to report a false occlusion alarm. The event occurred in the delivery room at an unknown process step. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.